Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during wedge segmenta resection, the surgeon can opened and closed the jaws, however the black return knob worked strange and heard some strange sound. They then used another handle to resolved the issue in order to complete the case. There was no patient injury.